Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirement for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.

Event description:
The consumer reported using the prod for forty minutes to an hr on her lower back. When the patch was removed, the consumer described two burn spots with oozing, bleeding, scabbing and scarring. The consumer's granddaughter, who is a doctor, prescribed burn cream for the area.